Event description:
The following was reported: "during rasping of the femur with the use of the pneumatic hammer, a cloud of dust is exposed which looks to be originated from the connection between the pneumatic hammer and the rasp handle. The residue has been collected for investigation. It is suspected that this is metal material." At the time of this report, it is not clear whether the dust has been in contact with the patient.

Manufacturer narrative:
The manufacturer did receive devices or other source documents for review. As soon as the investigation result is available, an amended MDR report will be submitted. A cause for this specific event cannot be ascertained from the information provided. (B)(4).